Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband called in to report a hospitalization on (B)(6) 2016 for high blood glucose levels. The caller stated that the device was exposed to an x-ray and was "acting up". The customer's blood glucose level was 695 mg/dl. The customer treated with the insulin pump. The customer's symptoms included blurred vision, shakiness, sweatiness, and a headache. The customer was wearing the device at the time of admission. The customer was treated until the reading went down. The cause of the event was diabetic ketoacidosis. The caller performed the self-test and displacement test and they both passed. The customer was sent tubing clamps to perform the high pressure test. The customer called back to perform the high pressure test and it passed. The customer was advised to monitor her readings and device. Nothing was replaced or returned for analysis.